Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hcv, list number 8p06, that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I anti-hcv results for one patient sample when compared to other results from different analyzers. The customer is questioning the results from ai02774 as having lower sample to cut-off values. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) initial results = 0.84 s/co (ai02776), repeat results (ai02776) = 0.95 s/co, 0.97 s/co, repeat results (ai03672) = 1.01 s/co, 1.04 s/co, repeat results (ai02774) = 0.07 s/co, 0.11 s/co. For troubleshooting, the field service representative took the reagents (sn (B)(4) from ai02774 instrument and placed them on ai02776 instrument. The sample generated lower results of 0.07 s/co and 0.07 s/co. The reagent (B)(4) from ai02774 was placed on ai03672 instrument which also generated lower result of 0.05 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 40373be01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I anti-hcv reagent was reviewed using worldwide field data. The standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. The data suggests that the performance is acceptable. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false nonreactive results were obtained. The testing includes additional replicates of the positive control and two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The positive control met the specifications. The seroconversion panel results were compared to architect hcv test results provided by zeptometrix since alinity I anti-hcv and architect anti-hcv assays are equivalent. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent, lot number 40373be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.